Manufacturer narrative:
Alleged failure: there is a plastic piece at the mouth of the sealed shaver. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be improper cleaning process, qc incoming, and in-process inspections. The material was not removed during the cleaning process. An nc was opened to address the issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.